Event description:
Customer reported having trouble setting up his sensor. The customer's blood glucose was 400 mg/dl. The customer stated he had tested his blood glucose two times, but has not calibrated. The customer declined to troubleshoot for his blood glucose. He stated he was sick, causing his high blood glucose. No additional information provided.